Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed inappropriate auto mode switching episodes due to far r-wave oversensing. The atrial max sensitivity setting was increased. No further information is available.